Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter had mushroomed. The nurse reported it was difficult to remove, and once removed, the balloon on the catheter had a cuff. The reason for the catheter was orthopedic surgery.

Manufacturer narrative:
The reported issue was confirmed. Visual inspection noted the balloon appeared to be mushroom upon return. However, during the functional evaluation a cuff roll was not formed. Dimensional evaluation of the catheter was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter had mushroomed. The nurse reported it was difficult to remove, and once removed, the balloon on the catheter had a cuff. The reason for the catheter was orthopedic surgery.